Event description:
The customer confirmed there was no patient infection reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d10, h2, h6 and h11 corrected fields: d4 - lot #, d7a, h3 the device was not returned to olympus for inspection and therefore could not be confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the balloon was no longer attached to the scope after a diagnostic unspecified procedure. An x-ray scan was performed and nothing abnormal was observed. There were no reports of patient harm.